Manufacturer narrative:
Patient identifier: requested, not provided . Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Only the catheter was returned for the involved device, eliminate (hereinafter referred to as the involved device) to tcsc. When we observed the appearance of the involved device, the gw lumen had the about 0.5 cm tear from the exit port toward the distal tip. There were no other appearance abnormalities such as kink or crushing on the involved device. The simulation test was conducted of the tear of gw lumen of the involved device using the eliminate and ptca trainer. Step 1) set the compatible size guide wire to the eliminate and insert it into the ptca trainer with the compatible size guiding catheter. Step 2) operate the guide wire to form a loop on the combined guide wire. Step 3) in that state, perform the removal operation of eliminate. As a result of observing the exit port of the eliminate, a tear very similar to the involved device was found. Inner diameter of guide wire lumen - standard value: 0.40mm*1 and measured value: pin gauge passed through. Outer diameter of distal tip - standard value:1.78mm*2 and measured value: passed. Outer diameter of proximal part - standard value: 1.40mm ± 0.03mm and measured value: 1.39mm. From the above results, it was presumed that the tearing of the exit port that occurred in the involved device was due to the loop of the combined guide wire near the exit port and the removal operation in that state. The guide wire loops at the distal part of the guiding catheter, causing resistance. Pulling the catheter in stuck and loop state breaks the guide wire and damages the exit port. To check the following possibilities, we inspected the inner and outer diameter dimensions of the involved device. Inner diameter of guide wire lumen: possibility of guide wire stuck due to abnormal inner diameter outer diameter: possibility of increased resistance to passage through lesions as a result, the inner and outer diameters of the involved device were within our standard values, and no abnormalities were found. The distal tip of the involved device passed through the outer diameter inspection jig without resistance. Inspection of manufacturing records in our company, for our product eliminate, we perform dimension measurements, etc. By sampling for each tube raw material lot and manufacturing lot. In addition, we perform visual inspections toward all eliminate before assembling to the holder. Since we were informed that the lot of the involved device was unknown, we reviewed the device history records after 2019, which is within the expiration date of the product. As a result, there were no abnormalities in each inspection result, and no abnormalities were found that could cause tearing of the guidewire lumen, such as abnormalities in the inner and outer diameters. When we observed the appearance of the involved device, the gw lumen had the about 0.5 cm tear from the exit port toward the distal tip. It was presumed that the tear of the gw lumen of the involved device was caused by the load from the inside of the gw lumen as the resin stretched outward from the inside. In other parts, there was no abnormality of appearance such as kink or crushing. In the simulation test, when the removal operation of the eliminate with the guide wire forming a loop was performed, the tear from the exit port toward the distal tip like the involved device was occurred. From the above results, it was presumed that the tearing of the gw main lumen and removal resistance that occurred in the involved device were due to the loop of the combined guide wire near the exit port and the removal operation in that state. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Event description:
The user facility reported that when eliminate device involved was used, the product could not proceed in the blood vessel. They tried to remove the product once, however the guide wire seemed to be stuck and could not be removed. Therefore, the guiding catheter, the product and the guidewire were removed together.